Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18994, 2017865-2021-18997. It was reported the patient arrived at the emergency room with pus coming from the pocket of the pacemaker. The system was explanted without issue. The patient was stable.

Manufacturer narrative:
Correction: component code was added to h6.